Event description:
A cartridge change error was reported involving the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.